Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the lilac artery. An 8.0x20mm absolute pro self-expanding stent system(sess) was being advanced to the lesion when the 8.0x20mm absolute pro sess got stuck on a non-abbott guide wire. The 8.0x20mm absolute pro sess did not cross the lesion. The non-abbott guide wire and the 8.0x20mm absolute pro sess were removed as a single unit. The procedure was successfully completed with a new guide wire and a new absolute pro. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported issue of the absolute pro being stuck with the guide wire was able to be confirmed. Based on a visual dimensional and functional inspection, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulties could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.